Event description:
It is reported that the customer received a motor error alarm while delivering a bolus. Patients blood glucose level was at 185 mg/dl. Insulin pump was returned. No further information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No motor error alarm was noted. The motor was tested outside of the device and passed the motor test. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.